Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set had fluid flow with the twist clamp closed. The leak was observed while in use on a patient for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event; further reported as "the patient is well, there was no impact on patient". No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection noted a broken occluder foot on the light blue main body. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.